Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for routine device follow-up when the device was unable to be interrogated. Multiple attempts to reposition the telemetry wand and with different programmer. The patient was involved in a atv accident. The device was explanted and replaced. The patient was stable and had no complaints.

Manufacturer narrative:
The reported inability to interrogate was confirmed in the laboratory and was due to premature battery depletion. Based on all available parameter and usage information, device longevity was found to be below the expected limits. With an external power supply attached, the device functioned normally. No high current was detected during testing and the power consumption was normal. The original battery was returned to the vendor for further evaluation and analysis could not conclusively determine a root cause for the premature battery depletion.